Manufacturer narrative:
The customer reported complaint of the thermogard console slow cooling to the specific target temperature was not confirmed during the initial functional testing. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. Visual inspection was performed and noted no damage upon review. The event log was reviewed and no error messages were noted on the customer reported event date. The air filter was checked and was observed in clean condition. The thermogard console was tested and passed all the testing criteria and functioned as intended.

Event description:
The thermogard console (sn (B)(4)) was used for ivtm therapy. Approximately 48 hours later, during the maintenance phase, the physician noticed a slow cooling to the specific target temperature. Although the target temperature was set to 34.5°c (max mode), the patient's temperature indicated 37.5°c at the time. The physician continued with the treatment utilizing the console for an additional 16 hours. However, the treatment was discontinued and the patient has been treated through medication. No known impact or consequence to patient reported.